Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had her ins turned off for a brain mr at the hospital and needed assistance turning stim back on, because she can 'tell a difference' with the device off. When the caller placed her antenna over the ins site prior to turning stim back on, she described the area as warm (the patient did not clarify what she meant by this). Patient services reviewed information and stim was successfully turned back onto 2.9v on program 4. No further complications were reported at this time.